Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax control unit, alarms were generated for t0792: air detected, t1726: liquid level chamber present, t1209: calcium syringe line not connected and t0587: check syringe line. Treatment was ended with blood loss of three circuits (no further details). There was no report of patient injury or medical intervention associated with this event. No additional information was received.

Manufacturer narrative:
Additional information added: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.